Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that while conducting a car seat test the o2 sat reading was 55%, but the infant had no noted color change. The rn changed out the sat probe, and it still appeared to be tracing with sats in the 50s. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The following functional tests were performed: the biomedical technician went onsite and tested the o2 with a simulator at 120 bpm and 97% o2 saturation. The monitor showed 120 bpm at 97% o2. The biomedical technician told the customer that there was no trouble found with the monitor. The biomedical technician advised that the issue was either caused by the sensor or caused by a placement issue. Per good faith effort (gfe) response, the sensor used at the time of the issue was not available when the biomedical technician went to the site, as it was discarded before he arrived. It is unknown if the sensor was a philips sensor. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.